Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second time of treatment, the dialysis couldn't be done. Without the use of the a plug, the dialysis was done without any problem. However, when another dialysis was done with the a plug, the patient got a blood removal failure. The customer suspected that the event happened because the a plug was not properly placed. So the patient, not being able to have a dialysis with the a plug, was administered dialysis without the use of the a plug. Last week, an infection occurred on the outlet part and the product was removed. The product has been in placed for about 8 months.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clear tube of the catheter was severed. The plug caps and dual extension appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was placed, on the second time of treatment, the dialysis couldn't be done. Without the use of the a plug, the dialysis was done without any problem. However, when another dialysis was done with the a plug, the patient got a blood removal failure. The customer stated that this is a complaint on occlusion of the a plug. The customer also suspected that the event happened because the a plug was not properly placed. So the patient, not being able to have a dialysis with the a plug, was administered dialysis without the use of the a plug. Last week, an infection occurred on the outlet part and the product was removed. The product has been in placed for about 8 months.